Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure for this cardiac resynchronization therapy defibrillator (crt-d), the patient's chronic right ventricular (rv) lead exhibited high shock impedance measurements of greater than 125 ohms in all three vectors even with troubleshooting techniques. It was noted that impedances were normal with the previous device and all daily measurements were within range. Shock impedances were checked with the previous device with normal measurements. With the new device rv to can was greater than 125 ohms. It was thought that the distal coil of the rv lead was the issue causing the shock impedance to be greater than 125 ohms. A revision procedure was later performed and the patient's lead was surgically abandoned. A new lead was implanted with this device with no further issues. No adverse patient effects were reported.